Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model with inserts. Gauge pins are then seated in the inserts to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex.

Event description:
The doctor reported that after extractions of the patient's teeth, he wasn't sure if he got the guide to seat properly in the patient mouth or not. However, he continued forward with the surgery and performed the osteotomies for all 4 sites (4, 7, 10, 13). The doctor reported that the angulation of site 7 and 10 seemed too palatal. The doctor reported that the angulation of 4 and 13 seemed fine but since 7 and 10 did not look correct, he aborted the procedure because the wanted to place all 4 implants at once. He grafted the bone and closed the patient.